Event description:
It was reported by the aci sales professional that (B)(6) old female patient underwent a cardiac cath procedure earlier in the week of (B)(6) 2013. Access was obtained at the right cfa and closed with another manufacturer's device. It was reported that the patient experienced pain in the right thigh and lower leg. The patient returned to the hospital on friday (B)(6) 2013 and did not have doppler pulses. The physician conducted an abdominal and rle run off at which time it was discovered that the other manufacturer's device had occluded the right femoral artery. The physician then ballooned and stented the cfa to restore flow. The physician closed the left cfa with a mynxgrip vascular closure device 6f/7f. The physician performed all deployment steps successfully. After removing the device the physician held pressure for 1 minute and then held for an additional 3 minutes because the patient's bp was 185/65. When the technician took over holding firm pressure, the technician "did not position her hands properly, she (the technician) was distal to the access site, and the patient's access site began to ooze". The technician had difficulty locating the access site for approximately 30-40 seconds after she recognized that her hands were in the wrong position. The technician was able to position her hands appropriately to maintain firm pressure to allow the mynxgrip vascular closure device 6f/7f to seal. As a result of the firm pressure not being applied in the proper position the patient developed a hematoma proximal to the access site, it was approximately 7cm in size. Manual compression was applied to the hematoma for 10 minutes. The patient was hospitalized for reasons unspecified and unrelated to the mynx device/mynx procedure.

Manufacturer narrative:
The device was not returned; therefore, a physical investigation could not be performed. The review of the lhr (lot f1329506) indicated that the device lot met all established performance criteria prior to shipment. Based on the information provided, the root cause of the reported event could not be conclusively determined. However, it was reported that manual compression was not being applied in the proper position and the patient developed a hematoma.